Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient reports eye pain. Corneal edema, redness, 3+ cell and flare were found on examination. The patient was treated with a topical steroid and was referred to a retina specialist. Additional information was provided by the surgeon that 19 days postoperatively, the patient awoke with blurred vision and was seen immediately. Postoperative regimen was a non steroidal anti-inflammatory topical medication. The patient was treated with steroids for presumed post-op inflammation. There was no improvement the next day, so was referred to a retina specialist. The patient had 3+cell and less than 1+ conjunctival inflammation, with hypopyon. The patient experienced blurred vision, but no pain. The patient's diagnosis was infectious endophthalmitis with a negative culture. There was less than 1+ vitreous inflammation. The patient had an intravitreal injection of antibiotics. The intervention was effective. The event is resolved.